Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2016 to report that a patient had redness under the front therapy electrode. The patient's physician prescribed the patient a powder to use on the irritation. Follow-up indicated that the irritation was improving.